Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor was missing an electrode. Customer reported that they were unsure as to whether or not the cannula was inside their body. Blood glucose level at the time of the incident was 20.8 mmol/l, which was treated with manual injection. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.